Manufacturer narrative:
H3. It was found that the lumbar cistern catheter was broken. It is unknown how this damage may have occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient was injured in a car accident, and during use of the device, it was found that the lumbar cistern catheter was broken. The device was replaced with a new one. There was a procedure delay of 30 minutes. The patient's status was alive-no injury.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient was injured in a car accident, and during use of the device, it was found that the lumbar cistern catheter was broken. The device was replaced with a new one. There was a procedure delay of 30 minutes. The patient's status was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.